Event description:
The customer reported pads ECG to be nonfunctional. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported pads ECG to be nonfunctional. There was no report of adverse pt impact. The device was evaluated by the local philips rep. Replacing the power pca resolved this issue.